Event description:
It was reported that the patient underwent an implant of an intraocular lens (iol) in the right eye. During the procedure the lens scratched during insertion. There was incision enlargement, and the lens was explanted during the same procedure. No additional information was provided.

Manufacturer narrative:
(B)(4) it was initially reported that the lens was cracked; however, the lens was scratched. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). Prior to release to market the intraocular lens met all manufacturing specifications. All pertinent information available to abbott medical optics has been submitted. Eval summary: placeholder.